Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an output anomaly. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. The cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.